Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the fiber and the connector. It is likely that procedural conditions contributed to the fiber body break. Visual analysis also identified that the fiber jacket had burn marks and melting; therefore, the reported clinical observations of fiber started sparking near connection is confirmed. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l fiber, verify that the ball tip is complete and not damaged. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. The fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser.

Event description:
It was reported that the fiber started sparking near connection. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified that there was a fiber body break between the fiber and the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the fiber and the connector. It is likely that procedural conditions contributed to the fiber body break. Visual analysis also identified that the fiber jacket had burn marks and melting; therefore, the reported clinical observations of fiber started sparking near connection is confirmed. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l fiber, verify that the ball tip is complete and not damaged. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. The fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser.

Event description:
It was reported that the fiber started sparking near connection. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified that there was a fiber body break between the fiber and the connector.